Manufacturer narrative:
Continuation of medical devices: dtbb1q1 ICD implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead, and the left ventricular (lv) lead exhibited high thresholds. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.